Event description:
Additional information notes that the pulse generator was explanted and replaced, due to being at elective replacement indicator (eri).

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(6).

Event description:
It was reported that the pulse generator could not be interrogated. After rebooting the programmer, interrogation was successful. The device remained implanted.

Manufacturer narrative:
Analysis confirmed normal battery depletion.